Event description:
It was reported that the device was re-implanted deeper into the pocket due to discomfort. The pt was satisfied with the stimulation and the ipg placement after the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.